Manufacturer narrative:
Conclusions: device not returned - no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.

Event description:
Health care facility reported that a patient receiving antibiotics and IV fluids through cvc in left subclavian. Facility reported that the patient developed "eschar with reddened excoriated skin under the chg gel pad." The catheter was secured with sutures, and alcohol and duraprep had been used on the skin prior to dressing application. The facility reported that the catheter was removed due to skin reaction and a blood culture was done, results were negative. The facility reported that the patient was treated with IV antibiotic and lotrisone cream and the area healed.